Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The patient was treated with bolus and carbs. No further information is available.